Event description:
It was reported that the flipcutter was able to flip, but when the surgeon drilled (retrograde drilling), the femur half way (approx. 10-15 mm), the tip of the flipcutter broke inside the femoral socket. Surgeon was unable to retrieve the tip. A new flipcutter was used to finish the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One device returned for evaluation. The device met all material specifications as received. The cutting tip at the distal end has been sheared off. A portion of the actuator tube has been sheared off. No visible signs of damage to the proximal end of the device. The evaluation revealed a broken tip and torn actuator tube. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.